Manufacturer narrative:
Investigation summary: one sample unit along with several picture samples were received for evaluation by our quality engineer team. Through visual inspection of the sample, the protector needle housing was observed deformed. A small nick was also noticed at the end of the needle housing and some damages were observed to the metallic part of the cap. These markings suggest an unsuccessful first attempt to attach the protector to the vial. The needle could have become damaged during the first attempt. Use of the m12 assembly fixture is recommended to ease the connection of the protector product. The protector must be attached completely vertical to the vial. As a lot number was unknown for this incident, a complaint history check could not be completed. Once the needle was damaged the puncture cannot be properly done and the needle was detached from the housing. Based on picture and samples received, the most likely root cause was a bad use of the device by the user. Once the needle tried to puncture the vial trough the metallic cap it got bent and damaged (nick). M12 assembly fixture makes easier the connection. However, to obtain that purpose, the protector must be carefully attached to the fixture. Protector must be attached completely vertically to the vial.

Event description:
It was reported that the bd phaseal¿ protector p50j needle detached and stuck into the rubber stopper of the vial.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p50j needle detached and stuck into the rubber stopper of the vial.